Event description:
The report received indicated that two infiniti catheters were kinked preventing the guide wires from going through. The physician had to create an additional access site to remove the product.

Manufacturer narrative:
This device is available for testing and evaluation but has not yet been received. Additional information has also been requested and will be submitted within 30 days upon receipt.this is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2010-00283 and 9616099-2010-00284.

Manufacturer narrative:
(B)(4). This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2010-00283 and 9616099-2010-00284.

Manufacturer narrative:
It was reported that two infiniti diagnostic catheters were kinked preventing the guide wires from going through. The physician had to create an additional access site to remove the product. No permanent patient injury was reported. Multiple attempts to obtain additional information were unsuccessful. No products were returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. With such limited information, it is not possible to confirm the complaint or determine what factors may have contributed to the event. No actions will be taken at this time. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2010-00283 and 9616099-2010-00284.